Manufacturer narrative:
(B)(6). The subject device has not been returned to the manufacturer for evaluation. It is anticipated that it will be returned. If the device is returned for evaluation, this complaint will be reopened and a supplemental MDR report will be submitted containing the evaluation results. (B)(4).

Event description:
Intra-operative implant breakage was reported. The bone was prepared with a 3.8 tapered awl (gold awl). The anchor was inserted in usual manner. It was noted that the anchor was not advancing (not twisting as the handle was being turned). When the handle was backed out, it was noted the tip of the inserter had disassociated from the handle shaft. The anchor broke half way, tip still in bone with thread in place. The anchor was not able to be removed.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).

Event description:
Additional information received stated that the surgeon does not have plans to remove the embedded piece at a later date. The patient's post-operative condition is fine. The anchor was able to be used successfully; a backup was not needed. It was also reported that the device will not be returned.